Event description:
A possible metallosis was reported. An update from the sales rep on (B)(6) 2015 indicated that the patient was revised due to osteolysis. During revision it was noticed that the head and trunnion had black markings. The head was replaced.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.